Event description:
It was reported that "while removing a reflex hybrid plate the tip of the revision driver inner shaft broke off into the head of the screw. The screw was fully removed using another instrument. "

Manufacturer narrative:
Method: device history review; complaint history review; risk assessment. Results: the customer reported event of a tip fracture of a reflex hybrid revision driver draw rod screw extractor was confirmed via visual inspection. A torsional overload mode was observed from evaluating the returned device. The surgical technique states that "while the revision driver is attached to the screw, pivoting or angulation of the instrument must be avoided, as it can cause bending or breakage of the inner shaft and that the driver must be axially aligned with the screw trajectory and fully seated in the screw head before inserting or tightening the inner shaft.¿ conclusion: the root cause of the tip fracture is likely excessive torque applied to the driver.

Event description:
It was reported that "while removing a reflex hybrid plate the tip of the revision driver inner shaft broke off into the head of the screw. The screw was fully removed using another instrument. "